Event description:
It was reported that the patient presented during follow-up. Upon review, the right atrial lead exhibited lack of capture. The physician capped and replaced the lead on (B)(6)2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section a2 - the age units should have been year(s), rather than day(s).

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found the complete lead was returned in one piece. All damages found are consistent with procedural damage. The lead was otherwise normal. No anomalies were found.